Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer opted for mdi as a backup therapy and received instructions on returning the pump. Technical support confirmed details for shipping and sent a replacement pump, advising the customer on necessary steps for both storing the current pump and handling the new one.